Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC line inserted today that had a defect in the anti-reflux valve. Replacement of PICC line. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of valve failure is inconclusive because the conditions in which the event was alleged could not be reproduced. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed throughout the sample. Biological residue was observed on the outside of the valve. Infusion and aspiration through the sample using a 12ml syringe was successful and unremarkable. The catheter was charged with water and suspended from the distal end. No leakage was observed from the valve. No leakage or functional failures were observed during evaluation of the returned sample; however, the clinical use conditions could not be replicated, nor could the valve crack pressure be measured. Consequently, this complaint is inconclusive at this time.